Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with false pause episodes due to undersensing. Upon review, it was shown that the pause episodes did not have physiological causes. The device was suspected to be losing contact with the pocket causing the false episodes. No intervention was performed and the patient will continue to be monitored.